Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain'), pelvic discomfort ('discomfort'), pelvic pain ('severe pain / chronic pelvic pain'), menorrhagia ('heavy menstrual bleeding') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension ("abdominal bloating."). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Discrepancy noted in date of insertion (B)(6) 2015. In current follow up, discrepancy noted in date of removal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded amendment: the report was amended for the following reason: fu2 was the wrong source document. Hence all the information which are captured from this source document are deleted from this case. Now the case become non-serious incident as it was previous. Events- genital bleeding, psychological trauma, outcome event- pelvic pain, essure removal date, reporter details this all the information which are deleted from this case that are captured from source document. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was not regarded as incident because neither surgical intervention nor hospitalization was required. The technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating."), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension had not resolved and the psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become incident, newly added events- genital bleeding, psychological trauma, outcome of the previously reported event- pelvic pain were updated, essure removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was not regarded as incident because neither surgical intervention nor hospitalization was required. The technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.